Event description:
The plaintiff's attorney alleged that the decedent experienced a cardiovascular event on (B)(6) 2011 and subsequently expired after the use of the product.

Manufacturer narrative:
This is one event (death) for the same patient involving two separate products; associated MDR # 1225714-2013-02924.

Manufacturer narrative:
This is one of two device reports for this event; the associated MFR report numbers are 1225714-2013-02924 and 1225714-2013-02925. Add'l info has been requested and will be submitted upon receipt accordingly.

Event description:
Add'l info received noted that the pt's experience was sudden in nature and the pt expired on the same day.